Event description:
Reporter alleged obtaining discrepant blood glucose result of 100 mg/dl back to back with a result of 50 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing and he self-treated. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that were not any strips left and so, no product will be returned for evaluation.